Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was dislodged during atrial fibrillation pulmonary vein ablation procedure. Lead could not be re-implanted due to tissue in the helix. Lead was explanted and replaced. Patient was stable.